Manufacturer narrative:
Distributor was contacted and further information was requested regarding lot number and serial number. This report will be updated if further information is provided. The sample was not returned to new world medical; therefore, the issue reported could not be confirmed.

Event description:
Surgeon in (B)(6) reported patient had high iop and vitreous hemorrhage.